Manufacturer narrative:
Screws: locking. Device was used for treatment, not diagnosis. Patient information not available for reporting. The 510k: this report is for an unknown screw locking / unknown lot. Part and lot number are unknown; UDI number is unknown. Possible part numbers: 04.211.042s and 04.211.044s, not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned and without a lot number the device history records review could not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported devices were used in the va dhp-based surgery for distal humeral diacondylar fracture on (B)(6) 2018. During the surgery, when the surgeon inserted the va lock screw with variable-angle mode, the torque was not applied properly. The surgeon kept tightening the lock screw, then, coil-like fragments from the screw came off. The fragment was removed from the patient¿s body. Next, another va lock screw was inserted at variable angle. Although the torque was not applied properly again, the surgeon felt the lock screw seemed to have been locked. After that, when the surgeon inserted three screws with fix-mode, they were applied torque properly. The surgery was completed with a five-minute delay. There was no adverse consequence to the patient. Remarks: product codes for the above-mentioned two lock screws are 04.211.042s and 04.211.044s, but it is not specified the former matches with which product code, or vice versa. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: concomitant devices. Hospital address, telephone, initial reporter title and last name device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 2.7/3.5mm va lcp posteriolateral distal humerus plate with lateral support, 3hole, right, 75mm (part 04.117.003s, lot number unknown, quantity 1).